Manufacturer narrative:
The reported events of no inductive telemetry, no magnet response, no lv output, and failure to capture were not confirmed. The device was received with normal telemetry and normal output. Functional tests were performed, did not identify any anomalies or functional issues and battery was at normal range. Device image analysis noted battery voltage jump. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Event description:
It was reported that the patient presented in clinic for a device check. It was noted that the pacemaker was unable to be interrogated using inductive telemetry. 12-lead electrocardiogram(ECG) connected to the patient which displayed patient's heart rate at 47 bpm and the patient felt symptomatic. The manget was place over the pacemaker and real-time ECG show no change in rate or no paced rate. The pacemaker was explanted and replaced. The patient was stable throughout.